Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that slight resistance was encountered when inserting the guidewire into the attempted left ventricular (lv) lead. The lead was removed from the patient. The guidewire was inserted again but would not advance out of the lead tip. The same issue was experienced with a second guidewire. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.